Event description:
A light reported to have fallen after 1 week of usage. Dr caught light to prevent it from falling on patient.

Manufacturer narrative:
Device was originally produced in 1994 and was reported 2004 as an affected recall (FDA #z-589-4) device which had received an upgraded pivot/extension arm. Device was reported to be in use for a week after recall retrofit when it fell. Inspection by facility's bio med discovered that a retainer ring was missing from assembly which was reason that unit fell. Pivot/extension arm assemblies are currently being inspected in manufacturing for presence of retainer ring.